Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and dimensional inspections were performed. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. As there were visible crimp marks on the balloon between the markers suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or forced sheath removal during unpackaging resulted in the reported stent dislodgement untimely resulted in the noted material deformation (crushed struts). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during preparation of a 3.25 x 18 mm xience alpine stent delivery system (sds) the stent dislodged from the balloon when the protective sheath was removed. The device was not used and the procedure was successfully completed with a new xience alpine sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.